Manufacturer narrative:
The battery cap has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that pump had lost power and the battery cap had stripped threads. There was no allegation of an adverse event. This complaint is being reported as the damaged cap and the subsequent power loss could lead to long term cessation of insulin.